Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that before the day of the report she had lifted some heavy stuff but the day of the report was the first time she played tennis. The patient reported that the other day she increased stimulation from ¿7 to 8¿. The patient reported that on the day of the report was the first time she had some leakage again and this morning she felt like she had not completely emptied. The patient also reported that since implanted she did not feel stimulation all the time. It was noted that the leakage and not completely emptying were sudden in onset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they have had issues off and on and that on some days it (being the therapy) did not seem to be working really well. The patient reported that since (B)(6)2017 they have had more gas. The patient stated they had more ¿farting¿ episodes that they could not control. The patient stated since (B)(6)2017, when they have been out they had to find a bathroom right away or they would not make it and they have also had leakage. The patient also reported they had not been emptying their bowels completely since (B)(6)2017. The patient stated that since implant they have not been able to hold their urine at times and that when they were sick with the flu and they were vomiting they could not hold anything. While on the call the patient synced with their patient programmer and the stimulation was on program 2 at 0.7 and the patient could feel stimulation correctly, in the bike seat area. The patient stated they were not sure if the program change was going to help their symptoms and they were advised to follow up with the health care physician (hcp) if the symptoms were to continue. There were no further complications reported/anticipated.